Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's sensor had a missing electrode. No further details were given; it is unknown whether the electrode was inserted into the customer or not. No products were shipped or returned.